Manufacturer narrative:
There is potential contamination to patients and clinicians. This would cause the process to be repeated.

Event description:
Blue safety cap did not secure the needle within the cap, the needle did not snap into place and was sitting outside out of the protective cap making it unsafe when disposing of the needle.

Manufacturer narrative:
There is potential contamination to patients and clinicians. This would cause the process to be repeated. Summary: product was not reported as broken and proper use of the safety cap will prevent needle stick. Ra: RMA-20036b r14 with severity of 8; however, the needle protection system did not fail.

Event description:
Blue safety cap did not secure the needle within the cap, the needle did not snap into place and was sitting outside out of the protective cap making it unsafe when disposing of the needle.